Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead part of a system revision due to infection. Reportedly, the patient's pocket was red and hot to touch. Thus, intravenous antibiotics were given to the patient. There were no additional adverse patient effects reported. The rv lead was explanted.